Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a mast lumbar spinal fusion, the percutaneous clamp had a stripped screw. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.